Event description:
It was reported that the patient underwent a tactra replacement surgery due to sizing and concealability issues. The 13mm tactra was replaced with a 11mm tactra with no further patient complications.

Manufacturer narrative:
Investigation summary: based on the information available, boston scientific concludes that the cause that contributed to the reported event cannot be established as the product is not available for analysis. Device history record review: a DHR and ship history cannot be performed as the serial/lot number for this component was not available. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent a tactra replacement surgery due to sizing and concealability issues. The 13mm tactra was replaced with a 11mm tactra with no further patient complications.